Manufacturer narrative:
(B)(4). Device evaluation: the analysis results showed that the cs40b device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. What was the procedure that was being performed? Can you please clarify the event that occurred. Was the device difficult to close on the tissue? Was the device difficult to fire? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device deliver any cut line? If yes, what portion of the cut line was delivered? Was the device difficult to open? What was done to complete the procedure? Was there any patient consequence as a result of the event?

Event description:
It was reported that when the physician fired the stapler, the stapler didn't cut the tissue at all. There were no patient consequences reported.